Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the proximal rca with mild tortuosity, calcification and 90% stenosis. The balloon ruptured at 14 atm; therefore, another company's 3.0 x 15 balloon catheter was used without any problems. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture in the balloon, 5.5 mm proximal to the distal marker for a length of 9 mm. There were scratches above the longitudinal rupture for a length of 7 mm. There was no other damage noted to the balloon catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.